Event description:
On (B)(6) 2013 the customer contacted verathon inc in regards to a glidescope gvl 4 blade (video laryngoscope blade) that was broken at the end of the blade. The customer identified the damage during inspection. There was no pt involvement.

Manufacturer narrative:
Safety alert notice c/r (B)(4) issued to all customers on 05/10/2013 to provide additional safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.